Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 29.7 cm, 30.6 cm and 31.1cm distal from the hub, the hypotube of the device was kinked. The shaft was flattened from 12.2 cm to 12.7 cm from the collar. Microscopic inspection revealed a partial collar and shaft separation.

Event description:
Reportable based on device analysis completed on 05sep2025. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. During the procedure, it was noted that the device could not cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial collar and shaft separation.